Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to low amplitude and t-wave oversensing. Further evaluation of the patient and reprograming options were discussed. This system remains in service. No further adverse patient effects were reported.